Event description:
The customer reported 3 false positive alinity m resp-4-plex results on the alinity m system. Sample ids (sid) (B)(6) had questionable positive results for the rsv target on the alinity m resp-4-plex assay. The samples were retested on the genexpert platform and the results were negative. The field service engineer (fse) discovered the root cause of the discrepant results to be a problem with peripump 6 which caused contamination on the alinity m system. Decontamination was performed. No result was reported outside of the laboratory. There was no impact to patient management.

Manufacturer narrative:
Updated b5 to add an update that the false positive results were on the rsv target of the resp-4-plex assay. Investigation into this complaint included a customer data review, a quality data review, and a service/complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid. The runs involving reported samples were valid, met assay specification requirements, and no error codes or flags were displayed. As per the ticket notes, instrument contamination in the bulk solutions drawer was discovered. The instrument was repaired and decontaminated by field service, and environmental monitoring testing was performed until all swabs and water samples were negative. There is no indication that the alinity m system (list 08n53-002) serial number 00404 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Service/complaint history review: a service/complaint review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m system (list 08n53-002) serial number 00404 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported 3 false positive alinity m resp-4-plex results on the alinity m system. Sample ids (B)(6) had questionable positive results on the alinity m resp-4-plex assay. The samples were retested on the genexpert platform and the results were negative. The field service engineer (fse) discovered the root cause of the discrepant results to be a problem with peripump 6 which caused contamination on the alinity m system. Decontamination was performed. No result was reported outside of the laboratory. There was no impact to patient management.